Event description:
It was reported that a revision of the listed devices took place in 2008, due to pain. This event was reported to zimmer.

Manufacturer narrative:
This report will be amended when our investigation is complete.